Event description:
It was reported that the battery of this pacemaker device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. Subsequently, this device was explanted. A new device was implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.